Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a procedure (date unknown) as a part of a post-market study to treat benign prostatic hyperplasia (bph). During a postoperative visit on (B)(6) 2010, the subject was found to have an elevated prostate-specific antigen (psa) and was treated with a two week course of cipro for possible prostatitis. Several attempts to obtain additional information have been unsuccessful.

Event description:
It was reported to boston scientific corporation that the patient had a prostate-specific antigen (psa) test on (B)(6), 2010 and the result was a score of 3.9. Additionally, the patient's previous psa test score found elevated on (B)(6), 2010, was 4.2.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Updated with additional information. Device lot number, device expiration date, and device manufactured date have been updated. Usage of device updated with initial.

Event description:
It was reported to boston scientific corporation, that the procedure date was (B)(4), 2009.